Event description:
Patient presented with an angled neck. Patient implant on (B)(6) 2010 of a (B)(4) bifurcated device, and an (B)(4) aortic extension. A 6 day post operative follow up revealed a proximal type I endoleak. On (B)(6) 2010, the patient was treated with a 25mm aortic extension and an aortic stent to correct the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did meet the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.